Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the lead exhibited in-range low impedance recorded on (B)(6) 2018 and (B)(6) 2019 prior to the replacement of a pacemaker that had expedited battery depletion. The lead continued to have in-range low impedance issues recorded on (B)(6) 2019 and (B)(6) 2019 with the new pacemaker, which also exhibited expedited battery depletion. Lead leakage of external insulation was suspected. The physician suspected the depletion was caused by the discharge due to the leakage of the external insulation and not due to the device. The device was reprogrammed. No patient consequences were reported, and the patient would be monitored.